Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer changed the cartridge and alarm reoccurred. Customer's blood glucose was 108 mg/dl. Customer reverted to an alternate method of insulin therapy.